Event description:
The manufacturer received information alleging a ventilator service required alarm had occurred. A sales representative confirmed the reported symptom and replaced the device. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code indicating that a failure occurred in the circuit which electrically keeps the status of on/off button (power button) had occurred once. Therefore, the pca system was replaced to prevent a recurrence of the issue.